Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that she was reportedly getting errors on her vns therapy programming handheld white attempting to communicate with her patient's pulse generators. Troubleshooting was performed via resetting the handheld, and then the handheld would not power on. Handheld was subsequently returned to manufacturer for product analysis. An analysis was performed on the handheld and the reported complaint was found to be associated with a loose screw near the main battery terminal. The loose screw created an intermittent connection between the main battery and handheld. When using the main battery power, this intermittent connection allowed the handheld to temporally loose power corrupting the ram memory.